Manufacturer narrative:
The t:slim x2 g5 user guide states: newer full body scanners used in airport security screening are also a form of x-ray and your system should not be exposed to them. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer had gone through an x-ray at the airport two days prior to the malfunction alarm occurring. Customer¿s blood glucose level was 188 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.